Manufacturer narrative:
One 6f angio-seal vip components was returned for evaluation. Hemostasis sheath, puncture locator, plastic pouch and carrier tube assembly. A blood-like substance (bls) was seen on the returned components. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear lock position the anchor was visible with its leading leg located approximately even with the distal sheath tip, consistent with non-deployment. No other visual anomalies were noted. The device was functionally tested - the carrier tube assembly was moved into the full forward-lock position. The anchor fully exited the sheath distal tip; the trailing leg cleared the monofold. The monofold fully collapsed onto the carrier tube. The carrier tube assembly was then moved to the full rear-lock position. The anchor fully posted against the sheath monofold. The anchor was then grasped and the suture extracted. The clear heat shrink tubing, knot, and collagen were all exposed. The collagen was discolored with a blood-like substance. The tamper tube was not released due to obstruction by dried blood like substance. The presence of tamper tube was verified by cutting the carrier tube assembly. No other anomalies were noted during deployment. According to angio-seal vip IFU art100041662d(2016--01) b. Set the anchor, step 1 and step 2 clearly mentioned regarding setting the anchor and insertion of carrier tube assembly in to the sheath. The root cause of the reported event remains unknown. However it is likely to be associated with improper insertion (incomplete movement to the full forward lock position) of carrier tube assembly into hemostasis sheath. Visual and functional testing results could not confirm the complaint. The likely root cause is that the carrier tube assembly was not inserted properly into the hemostasis sheath. The IFU was reviewed and sufficient instructions were found for insertion of carrier tube assembly into the sheath. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file didn't find any similar reports with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information all available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that they tried to deploy the device there was no anchor or collagen in the angioseal device. It was reported that the patient condition was fine. It was reported that the procedure outcome was successful. Additional information was received on 9/12/2017: it was reported that hemostasis was achieved by holding manual pressure. The blood loss was less than 250cc. It was reported that the patient condition was stable.